Event description:
Info received indicates that after implanting the valve, but before closing the aorta, a piece of cinch suture was found in the aorta (measuring 3-cm in length). Hcp reports they did not ratchet the mechanism on the accessory holder, so it would not be related to breakage from over-ratcheting of the cinch. Hcp suspects the suture had not been fixed properly to the valve holder device. The valve remains implanted, but the valve holder is returned for analysis. No reported patient event.

Manufacturer narrative:
Evaluation code: device history reviewed. Device history review found the product met specifications when released for distribution. Cause of event cannot be determined. A visual examination of the returned valve holder shows it is assembled correctly. The returned, free piece of suture has one broken end and one cut end. The amount of coiled suture that remains attached to the ratcheting hub on the valve holder indicates that the holder has been ratcheted, but it cannot be determined if it was ratcheted enough to cause a suture break. We are unable to determination the exact cause for the break in the suture. The cut end of the suture appears to be cut from the tie-off knot on the cutting bar. Since the suture was cut as well as broken, it would allow the free piece of suture to fall into the patient's aorta, as reported. Conclusion: we are unable to determine an exact cause of the event. The valve remains implanted, with no reported patient consequence.